Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 409 mg/dl. Customer's blood glucose was treated with a bolus delivery. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula. The customer was advised of the proper techniques to avoid bent cannulas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.